Manufacturer narrative:
The device will not be returned to bsn as it was disposed of by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg explant procedure due to a suspected infection at the pocket site. The symptoms were redness and swelling at the pocket site. A swab confirmed there was no infection.